Event description:
The complainant has been reported in abundance of caution. We have become aware of a potential issue with our medical linear accelerator. Based on the known facts thus far, when the operator inserted a specific accessory in the accessory holder for 'stereotactic' treatment mode, select field sizes up to 40x40 cm2 was accepted by the system. No pts were involved because the issue was detected during routine testing by the facility. The investigation is currently ongoing and the root cause has not been determined.

Manufacturer narrative:
The investigation is currently ongoing, and the root cause has not been determined.